Manufacturer narrative:
Unit received stuck in blank-flashing white lcd due to cracked lcd controller on pcba 1. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had flashing display. The customer¿s blood glucose was 6.8mmol/ l at the time of the incident. It was reported that at school his son dropped pump on floor and started problem with display. He tried to remove battery, but the display was still flashing. The customer had back-up plan. The insulin pump will not be returned for analysis.